Event description:
Additional information was received which indicated that the neurologist detected the high impedance on (B)(6) 2012. The patient was seen on (B)(6) 2013 and it was believed that the patient's generator was depleted as it could not be interrogated; however, it was later confirmed that the interrogation issues were due to the depleted battery on the wand. The nurse noted that during the attempted interrogation she could hear the patient's voice alteration with stimulation, indicating that it was not fully depleted. It was confirmed that the patient underwent a full generator and lead replacement. No other information was provided. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been received.

Event description:
It was reported that the patient had high impedance and would therefore get a full revision surgery. This surgery was performed on (B)(6) 2013. As all products go to pathology after explant, the explanted device will not be returned. No x-rays were taken prior to the explant. Attempts for additional information are in progress; however, no additional information has been provided.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: additional information was received which indicates that the date of the event listed on the initial MDR was incorrect. Relevant tests/laboratory data, including dates, corrected data: information inadvertently not included in initial MDR.